Event description:
New information received notes the patient did not experience any adverse consequences after presenting with noise on the right ventricular lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. No intervention was performed.